Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: review of the black box data and pump alarm history revealed records of call service 078-0008 alarm. On investigation, the pump powered on normally without the occurrence of alarms, warnings or errors. Rewind, load and prime steps were successfully completed. During performance testing, a 10-unit normal bolus was successfully delivered. Investigation did not duplicate the call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.